Manufacturer narrative:
No report of patient involvement. Initial reporter: the initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment and a review of the logs. The ventilator control board was replaced and the unit was returned to service.

Event description:
The hospital reported that, during pre-operative checkout, the unit was shutting itself down. There was no report of patient involvement.